Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was re-implanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 23, 2024.